Event description:
It was reported that the patient presented to the emergency department due to a device alert. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that the ICD had moved within the pocket and pulled the right ventricular (rv) lead back from the original placement. High pacing impedance, t-wave over sensing, and short v-v intervals were noted. The ICD and rv lead were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.